Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the left ventricular - lv lead exhibited high pacing impedance and high capture threshold. The lv lead was reprogrammed and the patient experienced no consequences.